Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a "lcd problem" was confirmed and reproduced during product evaluation. This condition was caused by a defective main display. The main display with associated parts was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with an "lcd problem." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. The facility did not have information regarding patient involvement or whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.